Event description:
A medtronic representative reported that the navigation system monitor was going black for about 5-10 seconds approximately every 30 minutes. The medtronic representative reported the screen would go black and then the normal picture would appear. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, was on-site to troubleshoot the issue and reported the site had external monitors hooked up to the navigation system and the intermittent signal was only observed on the navigation system monitor. Replacement devices shipped to site on (B)(4) 2015 for issue resolution. On (B)(4) 2015 a medtronic representative replaced the navigation system monitor and cable and performed a navigation system check-out, all areas passed. The medtronic representative kept the system powered up for an hour and a half and reported no further issues of the monitor. System functional after monitor replacement. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. The monitor image remained normal during a multi-day burn-in test. However, the bios setting was outdated. This issue was documented in a medtronic navigation hardware anomaly tracking database.